Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the issue was not determined. It was also reported that the issue was resolved after communication with the clinician programmer and no further actions are planned as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it wasn't possible to establish communication with the rechargeable implantable neurostimulator (ins) (rc) using the clinician programmer and communicator. The patient was still feeling stimulation and the ins was charged for around 75%. It was possible to communicate with the ins with the old communicator. The patient had another rc implanted as well and that could be communicated with. Another tablet was used on the original ins again and couldn't be done. Ins was considered superficial to the skin. It was advise to try an old patient programmer and see whether it was possible to establish a connection with the ins. They performed an x-ray to verify the position of the ins relative to the skin and check for component positioning. It was possible the extension was looped over the battery. The issue was not resolved. Additional information was received: it was reported that the rep they got the error code 602, which meant the ins was configured by a clinical programmer that wasn't compatible with the specific patient programmer. At the end the device had been interrogated with tablet linked to the communicator by cable, so telemetry became possible and everything worked properly. Tech services also reviewed the data reports and didn't see any irregularities. Additional information was received reporting that the patient was seen on 2024-nov-12 with the same issue as declared in 2022.